Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001822565-2025-04558.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address inadequate osseointegration. During the procedure, the tibial and femoral components were noted to not have any bony ingrowth. The femoral component was also noted to be delaminated. Attempts have been made, however, no additional information has been provided.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona cruciate retaining standard femoral component size 12 left catalog #: 42508607401 lot #: 66807955. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.